Event description:
Information was received that a smiths medical pneupac parapac ventilator airmix setting is not reading below 50% oxygen. No adverse effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The reported issue was confirmed. The issue was determined to have been caused by a faulty flow block.

Event description:
Information was received that device "was not involved in an incident". The device 02 percentage did not change readings between 100 percent and 50 percent. As a result, the device was then sent in for preventive maintenance.